Event description:
It was reported that patient had a frayed recharger (insr) antenna cord. A replacement was sent out. No symptoms were reported. Additional information was received from the patient (pt). It was reported that pt called back and stated they received the replacement antenna but the recharger was not working. Pt stated they had the recharger charging since yesterday but it's not charged at all. The manufacturer's patient services specialist (pss) had patient examine desktop charger; pt denied visible damage. Pt plugged the recharger into the desktop charger. The recharger showed that the recharger battery was empty but charging. Pt reiterated that it was charging all night. Pss had pt attempt to charge the implant; the recharger showed the implant battery as empty but recharging for a moment but then went blank and the implant battery went away. Pt kept trying to press the green button to pair with the implant, but the implant battery did not come back up. No symptoms were reported. A replacement insr was sent out. The patient (pt) called back reporting he got the equipment however the recharger is still not charging to the wall. Patient services (pss) advised to reset controller and to try a different outlet and charge however it was still not registering and or charging the recharger. A replacement desktop charger (dtc) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial# (B)(6), product type recharger product ID 37791, product type recharger product ID 37761, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the 37761 desktop charger (serial number (B)(6)) revealed bent connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.